Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a check settings alarm after setting the loaner device. Customer's blood glucose was 544 mg/dl. Alarm occurred during the first rewind. Customer was explained to about the alarm. Customer will not be returning the device for analysis.